Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2021, product type: catheter. Product ID: 8551, lot# 0221710080, product type: accessory. Product ID: 8591-38, lot# 0221834383, product type: accessory. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown baclofen (unknown dose and concentration) via an implantable pump. It was reported in a revision with a revision kit, a possible distal obstruction of the catheter was documented, for which a change of catheter was carried out. The catheter was capped and another catheter was implanted on this procedure date ((B)(6) 2021). It was unknown if there was any impact to the patient. It was unknown if there was any additional medical intervention required to prevent permanent injury or impairment. The patient's relevant medical history and device indication included neuropathic pain (injury to tissue of the nervous system), non-malignant pain, polyneuropathy associated with hiv infection (primary diagnosis and diagnosed in 2006), spastic paraparesis associated with hiv infection (secondary diagnosis and diagnosed in 2006), spasticity, and etiology of original back and/or leg pain: patient does not have back pain. Medications include clonazepam. It was noted that trialing was conducted with this patient prior to implant. It was noted it was the patient's first device for this indication. The event date was (B)(6) 2021. Additional information received from a foreign healthcare professional (hcp) via a clinical study reported on 2021-may-25 without therapeutic response to therapy, the device was revised with a revision kit showing a distal increase in the diameter of the catheter tip (under fluoroscopy), which was noted to be related to the obstruction at this level. A possible granuloma was noted. The catheter was explanted/replaced with a new catheter on (B)(6) 2021 and the old catheter remained in the patient. The outcome of the event resolved without sequelae on (B)(6) 2021. The clinical diagnosis was no adequate clinical response to baclofen therapy and the device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. Other etiology was possible granuloma.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study updated the event date to (B)(6) 2021. The related to the implant procedure was updated to unlikely related.